Event description:
It was reported that pump issued recurring cartridge alarms, including cartridge alarm 30, during cartridge loading, and caller confirmed use of lyumjev insulin in pump as approved off-label by healthcare provider. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed on placing pump in storage mode, returning problematic pump within specified time frame, and setting up and connecting replacement pump, and technical support arranged shipment of replacement pump with updated software and provided off-label use disclaimer, which customer¿s mother understood and acknowledged.